Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a leak of a chemotherapy agent from a one link extension set onto the patient¿s skin which resulted in skin breakdown. The leak was identified at the joint where the syringe connects to the tubing. Chemotherapy agent spill protocol was performed to clean up the leak and the patient. Therapy was not continued after the chemotherapy leak was discovered. The patient¿s outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A functional pressure test under water was performed which confirmed a leak at the joint between the male luer and the tubing. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.